Event description:
As the balloon was inflated, it burst and a fragment disengaged into the patient cavity and was subsequently retrieved to complete the case without further incident. Procedure: unk. Patient status: no patient injury reported.